Event description:
This event involved a patient who experienced a high power event approximately 3 years and 7 months after heartware lvad implantation. The patient presented with dark urine and unusual values in watt and flow. The site stated that the patient was sent to the operating room (or) and underwent a pump exchange. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported high power event was confirmed via review of the log files. Independent pathological analysis confirmed the presence of thrombus. The cause of the event cannot be conclusively determined. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device has been received, investigation is ongoing. Additional information will be submitted within thirty (30) days of receipt.